Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, blade detachment occurred. The 80% stenosed target lesion was located in the non-calcified and moderately tortuous right upper arm. The lesion was approached contralaterally through a non-bsc introducer sheath. A spcb flextome mr-4.00mm/1.5cm/140cm cutting balloon had been selected and advanced to treat the target lesion. The balloon was inflated once to 4atms for 1 second (sec). The device was "shifted" proximally and 2 additional inflations were performed to 5atms for 1 sec. The catheter was "shifted" proximal to the lesion and a contrast study was performed via the sheath. The physician attempted to removed the cutting balloon through the sheath, leaving the non-bsc guide wire in place; however, resistance was encountered upon retracting the device into the sheath. The device was examined after removal from the patient and the balloon material appeared torn longitudinally. At approximately 5mm from the tip, a blade appeared missing from the balloon. The blade appeared missing from the flex point. Fluoroscopy was unable to locate the blade in the vessel or the sheath. Additional attempts to locate the blade via CT to view "around the pulmonary artery carefully" were unsuccessful in locating the blade. The sheath was examined via x-ray and CT with no blade found. The patient has undergone a full body x-ray and CT to find the missing blade. Neither examination was able to locate the blade within the patient's body. The patient's family was informed of the possibility that the blade remained in the patient. There have been no patient complications reported.